Event description:
It was reported that the pt underwent posterior spine fusion with instrumentation from t2-pelvis. Approx 21 months post-op, it was noticed on x-rays that the head of the bone screw disconnected from the screw shaft but no pain was reported by the pt. The head of the screw and connector are still attached to the rod, and the screw is still secured to the ilium. Approx 27 months post-op, the pt reported having pain. It is planned to explant the bone screw, no date has been set yet.

Manufacturer narrative:
The product was returned for evaluation. Serveral spots on the head/setscrew have pitting corrosion. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
(B)(4): device was not returned for evaluation. X-rays were available for medical advisor review which found that a complex construct for t2-pelvis fixated through sublaminar wires, pedicle screws and pelvic screws. The left pelvic screw shaft has pulled out of the tulip and rod fixation.